Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Conclusion: unknown cause of endoleak.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two years ago. Aneurysm and vessel morphology were not reported. It was reported that sac expansion was observed during routine follow-up. Further investigation revealed a type iii separation endoleak between the first and second stent grafts. These were re-lined with a valiant 4040100 and a valiant 3632150 and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, methods: other (films).

Event description:
Review of several still angio images during implant showed that 3 stent grafts were implanted. The first stent graft was implanted just distal to the lsa. The second stent graft was placed approximately 2cm proximal to the first piece, covering the lsa. The 3rd stent graft was placed approximately 2 stent rings distal to the 1st piece. Several still post-implant angio images from approximately 1 year post index procedure show an endoleak, approximately 3cm distal from the proximal graft margin of the proximal device. The location appears to be near the overlap of the 1st and 2nd devices. It is possible this is a type iii separation, but cannot rule out a type iii fabric endoleak. After relining the stent graft from the proximal device and across the leak, the endoleak appeared to have resolved. The cause of the endoleak is unknown; there appeared to be adequate overlap in this area, and the stent graft angulation in this location was not excessive.